Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) 2022 a hip implantation was done using mako. Jan26 2023 the doctor came with an ap xray of the patient, the cup does not look to be in the planned position. Case type / application: tha 4.0 shell malposition.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "ap pelvis x-ray. No acute problems. No gross abnormalities. Cup position appears acceptable. Narrative: there was little medical information provided for the case. The event report implies malposition of at least unplanned position of the cup. The cup position appears acceptable. It may be a drop superior and a little flat but certainly acceptable. No follow up or outcome data was provided for review. Conclusion/assessment: no conclusions may be made without the preoperative plan. Event confirmation: the event cannot be confirmed. Root cause: a root cause cannot be ascertained." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the shell appeared not to be in the planned position on a post-operative x-ray. A review of the provided x-ray image by a clinical consultant indicated the following: "the event report implies malposition of at least unplanned position of the cup. The cup position appears acceptable. It may be a drop superior and a little flat but certainly acceptable. No follow up or outcome data was provided for review." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(6) 2022 a hip implantation was done using mako. (B)(6) 2023 the doctor came with an ap xray of the patient, the cup does not look to be in the planned position. Case type / application: tha 4.0. Shell malposition.